Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.